Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was difficult to read as there were "air bubbles" on the display screen. Additionally, it was reported that the customer experienced elevated blood glucose (bg) levels; bg levels and cause was unknown. Customer also reported that they were not "getting insulin" as intended and alleged an infusion set issue; however this was unable to be confirmed. In addition, it was reported that the pump would "lose time". The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.